Manufacturer narrative:
Svn: (B)(4). Fa21af software anomaly (defect). Helpline support team reported that the user was viewing : conflicting data error while trying to generate report in carelink personal application "complaint summary: helpline support team reported that the user was viewing : conflicting data error while trying to generate report in carelink personal application. Investigation/testing summary: an attempt was made to reproduce the issue by trying to generate report for the provided user in carelink personal application and confirmed that the issue was reproducible. For further investigation , extracted the snapshots from carelink database for the provided user and tried to generate reports manually with the reporting tool. Observed that the issue was still persisting and raised an internal jira bug ticket to carelink development team for further assistant. To assist with the temporary resolution , provided the below information to the helpline support team. Yes we do see the forward time change event which has happened on 4th november which has caused the data ambiguous. Dev team is still investigating the issue. Meanwhile as a temporary work around , user can exclude 4th and 5th november while generating the reports which should provide data for all other date as expected. The software did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is that there was overlapping data with the snapshots uploaded which caused issue in stitching the data for report generation. Analysis summary: carelink development team confirmed that this issue needs a code fix and will be deployed in praas (pro as a service) 5.14. Esf number: (B)(4). Afc code: fa21af software anomaly (defect). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported report generation error. Troubleshooting was performed and issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.